Event description:
Caller tested 7.3 inr on the coaguchek xs system while a comparison lab returned as 1.1 inr. Caller was advised to hold her coumadin dose for three days based on meter result. No adverse event reported. Requested return of suspect system, however, caller no longer has the test strips; replacement was sent.

Event description:
Partial broken nail removed. Part of nail remains in patient. Patient's outcome: no adverse effect reported as a result of this event.